Event description:
It was reported that the device¿s sleep/wake button intermittently failed to activate the screen, requiring multiple presses before the display turned on, consistent with a mechanical functionality issue of the user interface control. There was no report of clinical effects reported by the user. Outcomes included no impact to health and no need for medical care. Investigation included user interview and basic troubleshooting. Investigation of this case revealed that the issue was not reproduced during the call and that the device continued to operate otherwise as expected. It was concluded that the event was attributable to a suspected mechanical degradation of the sleep/wake button with no associated patient injury.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.